Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was unresponsive. There was no impact to the customer's blood glucose level. Customer had not yet begun pump therapy and indicated that regular insulin therapy would be used for diabetes management.